Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat prolapsed bladder and mesh was implanted.

Manufacturer narrative:
It was reported that the patient had an unknown bladder sling implanted in (B)(6) 2004. It was reported that the patient underwent hysteroscopy and d & c on (B)(6) 2012 due to postmenpausal bleeding and suspected endometrial polyp. (B)(4)